Event description:
The customer reported her blood glucose and insulin history is as follows: at 10:27pm the pod was deactivated and she noticed that the cannula had dislodged from the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.